Manufacturer narrative:
The device was manufactured between march 03, 2019 - march 05, 2019. The device was received for evaluation. Visual inspection observed a weld defect. Functional testing was performed which observed a leakage from the unsealed bottom weld of the returned sample. The reported problem was verified. The cause of the condition was due insufficient sealing of the weld during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was discovered during mixing; prior to patient use. There was no patient involvement. No additional information is available.